Manufacturer narrative:
This report is part of a retrospective review and remediation. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Svn: 000313187485 1. Start date of the sensor: (B)(6)2021 2. Start hour of the sensor: 3. Sensor start missing reason: 4. Location of sensor insertion: upper arm 5. Date of sensor alert: (B)(6)2021 6. Hour of sensor alert: 7. Sensor alert missing reason: crm service notification text (B)(6)2021 13:19:33 hg2 called back pt and verified dob. Continued ts. - xmtr is fully charged. - the xmtr is blinking when removed from the charger. - attached the xmtr to the sensor. Connection confirmed. -sensor now on warm up. Crm service notification text (B)(6)2021 13:00:04 erp_rfc_user related svn 000313187486 crm service notification text (B)(6)2021 12:58:17 erp_rfc_user related svn 000313187485 crm service notification text (B)(6)2021 12:57:40 hg2 customer concern: pt called in for the sensor is not talking to the pump. The sensor site is also bleeding. Dop114-980doc: site issues document the location, size and shape of the site issue: blood at site document description of the site issue: blood at site is customer reporting a skin issue associated with product insertion site?: yes is customer reporting bruising, hematoma, blood at site?: yes is the site actively bleeding at the time of call?: yes instruct customer to apply firm pressure for approx. 3 mins with a clean gauze until bleeding stops. Instruct customer to call hcp if bleeding persists: yes explain possible cause of blood at site is that product may have been inserted in a capillary/blood vessel. Would customer like to continue troubleshooting site issue(s)?: no is non-serialized product being replaced?: yes inform customer about product replacement policy document replacement mmt# and quantity: 1 mmt-7020b is non-serialized product being returned?: no dop114-980doc: loss of communication/bg not received/no calibration occurred document system model number: 670g document transmitter model: 7811na is customer reporting bg not received/no calibration occurred message?: no is the correct transmitter ID programmed into pump?: no assist with the wireless connection process. Request customer select ¿start new sensor¿ once transmitter is reconnected to sensor. The transmitter did not communicate due to an incorrect device serial number. Advise customer to monitor product advise customer to call back as needed pt's xmtr is not registered on the pump. Walked her through to pair it (successful). Advised to fully charge the xmtr first and I will call her back.